Manufacturer narrative:
Additional information: the device was prepped as per IFU with no issues identified. The device was removed from the patient with no issues noted. A new inpact admiral was used to successfully complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #703203281:device decontaminated with cidex-opa and tergazyme soak pending further testing to support the final product analysis findings. Blood and residue were visible within the balloon and catheter shaft. The device failed negative prep. Upon pressurization of the device, a pin-hole leak was observed in the distal balloon material. Damage and scratches were evident to the balloon material distal to the pin-hole leak. The balloon material was slightly jagged and uneven within the leak site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use an inpact admiral dcb balloon to treat a slightly calcified, slightly tortuous l050% stenotic lesion in the left distal superficial femoral artery(sfa). The artery diameter and lesion length were reported to be 4mm & 200mm, respectively. There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. A 6fr non-medtronic sheath and a spiderfx were used for the procedure. The device was inflated with a non-medtronic inflation device and 50/50 contrast/saline solution was used as inflation fluid. The device did pass through a previously deployed stent - no resistance was encountered nor excessive force used on advancing the device to the target lesion. It was reported that there was a pinhole leak noted in the balloon when inflating it slowly up to 8atms. A new balloon was used to successfully complete the procedure. No patient injury was reported.